Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using a neuron max 6f 088 long sheath (neuron max). During the procedure, while the physician was removing the neuron select catheter from the patient, the neuron max kinked around a tight curve in the aorta. It was reported that the patient had a very acute angle from the aorta to the common carotid artery. However, with a lot of effort, the physician was able to pass another manufacturer's stent device through the kinked neuron max to complete the procedure. There was no report of an adverse effect to the patient.